Event description:
It was reported that a cadd®-solis vip ambulatory infusion pump stated "patient info lost" when turning on. No injury was reported.

Manufacturer narrative:
One cadd solis vip pump was returned in good condition. The customer's stated problem was verified. When the device powered up, "patient settings and patient data lost" displayed with an alarm. The device also revealed that error 46228 was the last error code stored in the device this error code is in reference to ui_detected_unexpected_mp_reset. The circuit board is malfunctioning and will be replaced.